Manufacturer narrative:
Results: there was no visible damage to the exterior of the apollo wand (wand). The sonicator wire of the wand was fractured approximately 43.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the sonicator wire was fractured off. The root cause of this fracture could not be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a microneurosurgery procedure, while cleaning the tip of an apollo wand (wand), the hospital staff noticed that the agitator wire became loose and was pulled out. The damaged wand was found prior to use and was not used for the procedure. The procedure was completed using a new wand.